Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized for diabetic ketoacidosis and that they were having issues with the insulin pump. No further information was provided. A follow up call was made to the customer but the customer declined to talk and would call back when they were feeling better.